Manufacturer narrative:
As reported, when deploying a 6f/7f mynxgrip vascular closure device (vcd), the shuttle became stuck and fused with an unknown sheath, making the device unable to function. There was no reported patient injury. The mynx vcd was used during an interventional procedure utilizing a retrograde approach. The deployer was certified in the use of the mynx device. A 6fnon-cordis sheath introducer was used. The femoral artery site was confirmed suitable via angiography, including an appropriate sheath insertion angle. The accessed vessel was arterial, and the vessel diameter was confirmed to be at least 5 mm. The sheath was not kinked or bent. There were no visible signs of the sealant being stuck to device components, but users suspected it might have occurred. The device storage temperature did not exceed 25°c. The device is being returned for evaluation. One non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged with the black handle, while the stopcock was open with a cordis mynx syringe attached to the unit. The catheter sheath introducer (csi) was not returned with the device. The sealant was exposed on the catheter shaft, and the advancer tube was partially exposed. During this visual analysis, the slit on the outer cartridge could not be identified. The functional deployment simulation could not be performed per the instructions for use (IFU), as the sealant and advancer tube were already exposed. However, a shuttle displacement test was carried out, and the shuttle cartridge advanced and retracted to the black handle without issue. An additional test was performed with the unit held vertically by the shuttle engaged to the handle, and it was observed that gravity did not cause disengagement of the shuttle. A high-magnification microscopic inspection of the distal end of the outer cartridge confirmed the presence of the slit. No abnormal conditions were identified during this analysis. While the slit could not be identified during visual inspection, microscopic analysis confirmed that the slit was present on the outer cartridge of the unit. The reported event of ¿shuttle-shuttle advancement issue¿ was not observed through analysis of the returned device since there were no anomalies noted to the shuttle advancement mechanism during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the shuttle becoming ¿stuck and fused¿ with the procedural sheath during advancement, especially since there were no anomalies noted to the shuttle during analysis of the device. However, procedural/handling factors and/or concomitant device factors (the procedural sheath was not returned for analysis) are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, when deploying a 6/7f mynxgrip vascular closure device (vcd), the shuttle became stuck and fused with an unknown sheath, making the device unable to function. There was no reported patient injury. The mynx vcd was used during an interventional procedure utilizing a retrograde approach. The deployer was certified in the use of the mynx device. A 6fnon-cordis sheath introducer was used. The femoral artery site was confirmed suitable via angiography, including an appropriate sheath insertion angle. The accessed vessel was arterial, and the vessel diameter was confirmed to be at least 5 mm. The sheath was not kinked or bent. There were no visible signs of the sealant being stuck to device components, but users suspected it might have occurred. The device storage temperature did not exceed 25°c. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.